Event description:
While the co's customer support engineer (cse) was performing a preventative maintenance service, he noticed that the audible alarm was intermittent. The cse replaced the power switch and the unit passed extended self testing. This report is not an admission by co that this device cause or contributed to the event alleged in this report.